Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files, and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the present date. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed, which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4), which confirmed that no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
On 02/08/2018, at 11:52:07. (B)(4). Special project notification created using (B)(4) information. Actual person who performed service was (B)(4), which is reflected on the enhancement tab of tech ID. Depot tech went to support this activity, and used (B)(4) parts. Calibrated equipment used in this repair: eq105019, eq100058, eq102121, eq06356, eq09568. Special project notification created using victor cabrera's information. Per (B)(4), npi. For test results refer to linked file in notification (B)(4). Replaced: right iui.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
On 02/08/2018 11:52:07 (B)(6). Special project notification created using (B)(6) information. Actual person who performed service was (B)(6), which is reflected on the enhancement tab of tech ID. Depot tech went to support this activity, and used victor's parts. Calibrated equipment used in this repair: eq105019, eq100058, eq102121, eq06356, eq09568. Special project notification created using (B)(6) information. Per (B)(6): npi. For test results refer to linked file in notification (B)(4). Replaced: right iui.